Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004, repair of recurrent ventral incisional hernia with composix kugel mesh. Per attorney's report: in (B)(6) 2008, the pt began to experience severe abdominal pain as well as abdominal tenderness and distention. Over time the pain and other complications grew immensely worse. The pt sought medical treatment. The pt consulted with her physician who diagnosed the mesh patch implanted as the cause of the pt's suffering. On (B)(6) 2008, the pt underwent surgery to remove the mesh patch. The operative report stated that the mesh was "folded up on itself." The mesh was explanted and replaced with another type of mesh patch. Due to the infection mesh patch, the pt had to suffer from the extreme pain, hospitalization and mental anguish.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The medical records provided do no extend beyond the implant of the mesh and do no indicate a device failure. The pt's attorney alleges that the mesh "folded up on itself". However no sample has been returned for eval and no lot number has been provided to perform a specific mfg review. We have contacted the initial reporter to obtain add'l info and to have the device returned. With the info provided, no conclusion can be drawn.